Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had visible burn damage to the flow pump motor housing. The burn damage was noticed prior to a patient treatment, and the patient was not connected to the machine when the issue occurred. There was no harm to any patients or individuals because of this malfunction. The machine has approximately 18,000 hours of use. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned damage to the flow pump motor housing. The biomed replaced the flow pump motor sensor cable, actuator cable, and calibrated the deaeration pressure to resolve the issue and return the machine to service. The unit was returned to service at the user facility without issue and without reoccurrence of the event. There were no parts available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: the correct date for the initial MDR is (B)(6) 2019.